Manufacturer narrative:
The reported event of inability to communicate via ble was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
It was reported that the patient presented to the clinic for a follow-up. It was noted that the implantable cardioverter defibrillator was unable to be interrogated via bluetooth, only wand telemetry was available. A bluetooth reset was performed. There were no patient consequences.